Event description:
Essure placed in 2008. Numbness and tingling in extremities, sporadic paralysis, 2 miscarriages, floaters in vision, migraines, bloat, chronic inflammation, pelvic pain, abdominal pain. Several hospital visits. Surgery to remove device due to reaction to it in (B)(6) 2013.